Manufacturer narrative:
(B)(4) upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Resistance testing confirmed the electrical continuity of both segments. Final analysis did not reveal any sign of a material or manufacturing problem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital due to pre-syncopal symptoms, feeling dizzy with muscle twitching near the pacemaker pocket. System evaluation noted a heart rate in the 40's due to intermittent loss of capture. Additionally, pacing impedance measurements less than 200 ohms had triggered the lead safety switch (lss). Insulation damage was observed. A revision procedure to replace the lead. Removal difficulty was experienced and a portion of the lead was surgically abandoned. A replacement lead was implanted without further incident. No adverse patient effects were reported.